Event description:
It was reported by service report that a bolt was missing at the outer base tube weldment. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldment.